Event description:
The reprocessing department lead at the user facility further reported the product problem was found during an unspecified procedure. No other information was obtained or provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional details for the event description and to provide the results of the legal manufacturer¿s investigation. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The customer¿s reported green colored image was confirmed during the physical device evaluation. The image defect was isolated to a defective charged coupled device unit (ccd). The reported phenomenon is a known issue. Based on previous investigations, the defective charged coupled device unit can potentially be attributed to: unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, of the bumper sleeve bonding and alteration of jigs. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The repair inspection identified the scope produces a purple-colored image defect. The problem was isolated to a defective outer tube/imaging unit. The cause of the defective outer tube/imaging unit is unknown; however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed the customer endoeye high-definition ii, autoclavable video telescope was returned to the olympus repair center for a reported ¿light is red¿. The customer reported event was found at an unspecified event. Upon inspecting and testing, the scope was found to produce a purple-colored image defect. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the purple-colored image defect.